Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52, implantable pacing lead, (B)(6) 2013; 5086mri45, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the device had a high number of ventricular short interval counts. Impedance, capture, and sensing parameters were normal. No intervention or reprogramming was taken. No patient complications have been reported as a result of this event.